Event description:
In 2007, a clinical incident involving a perc dc wand was reported to arthrocare. During a cervical nucleoplasty procedure, the tip of the perc dc wand was reported to be missing after the wand was removed from the surgical area. An x-ray was taken of the surgical area and the loop was not found. It is not known if the loop remains in the patient. No additional treatment is planned and there was no reported patient injury.

Manufacturer narrative:
The device was returned to manufacturer for evaluation. A visual examination was performed and missing electrode tip was confirmed. The root cause of the electrode tip detachment was not determined. In addition, a review of the device lot history record was performed and all device specifications were met.